Manufacturer narrative:
See manufacturer¿s report #3004209178-2019-08163 for the patient¿s other device issue medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: a521, serial#: unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the manufacturer¿s representative gave them new equipment because they thought there ¿was an issue with it¿. The patient did not specify what the issue was or did they know what it was. However, they did state that the handset just did not hold a charge very well. This had occurred (B)(6) 2019. There were no further complications reported or anticipated.

Event description:
Additional information was received . It was reported that the cause of the issue was because patient had to push the air conditioner out of the window of their home and that is when the felt the pulling at the ens site however the wires were still attached to the ens just not covered by tegaderm anymore. The area was redress at the clinic and the patient left happily. It was also stated that the cause of the error message and device turning on and off was because the application had timed out. Patient manual was emailed to patient. No further complications were noted or anticipated

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial#: unknown, product type: lead. Product ID: 3537, serial#: unknown, product type: programmer, patient. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacture representative regarding a patient with a trial external neurostimulator (ens) for urge incontinence patient reported that they had a lot of pain and tenderness around her incision. Patient also stated that they did not know what program they started on because they were still under anesthesia when they went over the programmer. Patient stated that they had painful stimulation because they raised it too fast and did not know when to stop. Patient further reported that they were every groggy and out of it after her procedure and received a message that the therapy was off, even though they did not turn the therapy. Patient further stated that they felt something poking them and they went on the moved the knob on their ens and there was "a live wire showing". Patient was at maximum stimulation and does not feel that the unit is working at all. Patient went ahead to further report that they had pulled their leads, the battery dead, and they receives several errors a day, the device turned off and that it would occasionally shut off or show an error message and believe they had a faulty device. The patient was on program 3 and reached maximum settings but was able to resolve this by lowering and increasing it. The patient stated that she lowered and increases the stimulation to make sure that it is working. No further complications were noted or anticipated.